Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received via a consumer. The patient noticed that their pump was moving. It was indicated that the issue started around six months ago approximately on (B)(6) 2020 (day unknown) when she started losing weight. The onset of the event discrepant with the previous reported information received on (B)(6) 2020 regarding pump movement. The patient had a refill recently and the nurse had issues accessing the pump. At the time of the report, it was reviewed that the pump moving could be causing the issues with their personal therapy manager (ptm) connection. The patient was to follow-up with their managing physician to notify them of the ptm issue and pump potentially moving. The patient was to be seen by their healthcare provider on (B)(6) 2021. The pump contained morphine. The dose rate and concentration of morphine were unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving morphine at an unknown concentration and dose via an implantable infusion pump. It was reported that "probably a year ago at least" the pump had moved; the pump was now 4 inches from her incision scar. It was noted that the patient was taking water pills and had lost weight. No symptoms were reported. No further complications have been reported as a result of this event.